Event description:
Philips received a complaint on the heartstart xl+ device indicating that the self-test failed. The site biomedical engineer worked with the rse. The device logs had error code, 7:34:10 which means the high voltage capacitor energy is low. The device needs a high voltage capacitor. However, the device is end of life since (B)(6)2022. Therefore, no parts are available to repair the device. No further action is required at this time.